Event description:
It was reported that when the device was used during a laparoscopic gastric by-pass and roux-en-y, the tip broke off. Tip was retrieved. Another device was used to complete the case. There were no patient consequences.